Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the right atrial (ra) lead and right ventricular (rv) lead exhibited fractures. Attempts to explant both the ra lead and rv lead were unsuccessful and were therefore, capped and replaced. No patient complications have been reported as a result of this event.